Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device exhibited oversensing and a potential connector pin position issue. The sensing was reprogrammed, and the oversensing resolved. An x-ray was done to look at header, however it was unclear. The patient will be monitored using a holter monitor for further information. The device remains in use. No patient complications have been reported as a result of this event.